Manufacturer narrative:
Meter serial number (B)(4) was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015, at approximately 4:00 p.m., he received a reading of 368 mg/dl on his adc blood glucose meter. Customer self-treated with an unspecified amount of insulin of an unknown type and subsequently "ate a sandwich, milk, peanuts, and almonds". Customer additionally reported feeling symptomatic and mentioned he "might have passed out" but was unsure. Customer's girlfriend called the paramedics and upon their arrival, a reading of 30 mg/dl was obtained on the paramedic meter. It is unclear how much time elapsed between the reported readings. Customer was transported to a local hospital where he reportedly remained for a few hours and received an unspecified medication. There was no report of death or permanent impairment associated with this event.